Manufacturer narrative:
The customer reported the device had preventative maintenance performed. The reported problem has not recurred. No more information is available.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a high o2 supply pressure alarm. No patient harm reported.